Event description:
The rt selected auto to move the gantry to the planned position of 5 degrees. When this was being executed the couch was also seen to have moved slightly (2mm). They checked in rt chart and were not mistaken, so to remedy this, the couch was moved back to same latitude and longitude as the breast fields and treatment continued. The tolerance tables have been checked and they are set to manual so no couch motion should have happened with this auto move from the pendant. No serious injury was reported.

Manufacturer narrative:
Method: actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate at this time. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).